Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was going to be treated with lioresal intrathecal (2000 mcg/ml; 330 mcg/day; lot # unable to be obtained). The indication for use was intractable spasticity. The patient had fallen around (B)(6) 2016, and shortly thereafter began to develop fluid and redness over the pump pocket. The patient had also experienced increased spasticity, as noted by the patient crawling more versus walking with his walker. On (B)(6) 2016, the pump dose was lowered from 330 mcg/day to 279 mcg/day. On (B)(6) 2016, the patient underwent a pump pocket exploration to rule out a hematoma and/or infection secondary to the patient falling and hitting the pump. The pump pocket was tapped to obtain fluid from the pocket, and an increased number of white blood cells were identified. No other organisms grew. The pump and proximal catheter segment ((B)(4)) were removed, and the pump pocket was irrigated with pulsavac antibacterial irrigation. A new pump and proximal catheter segment ((B)(4)) were implanted. Cultures were taken from the pump pocket at the time of the surgery, but the results of the culture were not known. It was unknown if the issue had been resolved. The patient had a medical history of cerebral palsy. The patient was alive without injury as of the date of this report. Information regarding the patient's pertinent medical history, other medications taken at the time of the event, additional interventions/troubleshooting taken, or outcome of the event was not provided. Additional information has been requested, but it was not available at the time of this report. Additional information indicated that the healthcare provider does not know the cause of the fall or symptoms. There were no known device issue, patient/therapy issue or procedure issue. Nothing was grown from the cultures taken on (B)(6) 2016. The patient was doing better and following up with the healthcare provider to have the dose titrated back to the dose he was at prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.